Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 16 may 2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: on investigation, the up arrow, down arrow and ok buttons were under responsive during testing. The keypad cover was removed for investigation; there was no damage, defect or contamination of the button contacts or the keypad flex cable. The pump was opened for further investigation and revealed moisture corrosion on the keypad connector as well as on the printed circuit board. Investigation duplicated the complaint.